Manufacturer narrative:
Initial reporter first name; initial reporter address 1 (B)(6). Device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a lithotripsy procedure in the kidney. During preparation, it was found that the stent was broken. The procedure was competed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
(B)(6). Carrera 19 #12-50 lcf, ground level. Device code a0401 captures the reportable event of stent shaft break. Investigation analysis: upon receipt at our quality assurance laboratory, this percuflex plus ureteral stent underwent a thorough analysis. Visual analysis identified that the stent shaft detached near to the renal coil. The reported event of stent shaft break was confirmed. The positioner was also returned; however, the suture was not returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that the issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the renal coil and is removed using excess force, the stent can get detached/separated during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a lithotripsy procedure in the kidney. During preparation, it was found that the stent was broken. The procedure was competed with another of the same device and there were no patient complications reported.